Event description:
Info received alleged that the brakes will hold but the swivel will not. No injury alleged.

Manufacturer narrative:
Tech found the stretcher in basement repair shop. Found: brakes will hold but the swivel will not. Replaced stem and horn brake to resolve this issue.